Manufacturer narrative:
(B)(4). The customer reported that the device would not charge as expected during testing. Philips evaluated the device and verified the symptom. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported that the device would not charge as expected during testing.